Event description:
Procedure performed: bariatric patient. Event description: breakage of the trocar sleeve after placement and during insertion and handling with the instruments. Broken piece recovered from the patient by another trocar. Extended procedure intervention: broken piece recovered from the patient by another trocar. Patient status: no patient injury or illness occur associated with the complaint event

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the broken piece. Visual inspection confirmed the complainant¿s experience of a fractured cannula. The broken piece completed the missing portion of the cannula. The wall thickness of the cannula was measured and met specifications. Based on the condition of the returned unit, it is likely that the cannula fractured due to excessive force exerted on the unit during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: bariatric patient. Event description: breakage of the trocar sleeve after placement and during insertion and handling with the instruments. Broken piece recovered from the patient by another trocar. Extended procedure. Additional information provided by territory manager via email 10aug22: the product is at the hospital pharmacy. The model is ctb10. The break did not cause particulation. The trocar was not used with a robot. Intervention: broken piece recovered from the patient by another trocar. Patient status: no patient injury or illness occur associated with the complaint event.